Event description:
The customer reported experiencing multiple occlusion alarms, specifically alarm 2 followed by alarm 26, over the past eight weeks. The occlusion events occurred during bolus administration, causing persistent issues but no adverse impact on blood glucose levels, which remained within normal limits. To resolve these events, the customer consistently bolused the required insulin amount and resumed insulin therapy. A replacement pump was sent to the customer to resolve the issue.